Manufacturer narrative:
B1, b5.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose was 127-170 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 127 mg/dl. Reportedly, the customer will continue to use current pump until replacement arrives.